Manufacturer narrative:
The manufacturer service technician was able to duplicate the reported event of overheating, and noted that the rotor was affected by a substance. An affected rotor assembly can contribute to the reported event.

Event description:
It was reported that during a procedure at the user facility, the core impaction drill was overheating. The procedure was completed successfully. No delay, no medical intervention, and no adverse consequences were reported with this event.

Event description:
It was reported that during a procedure at the user facility, the core impaction drill was overheating. The procedure was completed successfully. No delay, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
The device is available for evaluation; additional information may be submitted once the quality investigation is complete.